Event description:
Pt reportedly "awoke to find flames shooting up out of the unit."

Manufacturer narrative:
H6: other-event (fire) started and occurred outside of device. The results of the eval indicate the device was involved in a fire, but was not the cause of a fire. This device does not appear to have malfunctioned in any way, and it is in fact still functional. The results of the investigation indicated the following: the most severe fire damage was at the rear of the device (external). None of the internal components showed signs of damage with the exception of a small section of tubing between the blower housing and the nozzle. This tubing appears to have been damaged by excessive heat. The mask and the hose, at the mask connector, are also severly burned. The extent of the damage indicates an extremely close proximity to the fire source. Carpet fibers are evident on the outside of the mask. An odor similar to that of cigarettes was observed on the inside of the mask. An extra piece of tubing was included for eval. This tubing appears to have been used for delivery of oxygen, and is burned only at one end. Since the opposite end exhibits signs of barb-like expansion, the burned end was presumably attached to a t-connector (or like connector) at the mask. Minor heat-related damage is also evident in one spot on the power cord, and in several spots on the hose. Add'l info provided to respironics regarding this event confirmed that the pt was using oxygen, and that the device was on the floor at the time of the incident.